Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. A second clip delivery system (cds) (lot 20214r240) was advanced however during deployment the posterior leaflet became damaged. A third clip was implanted lateral to stabilize the second clip and an amplatzer plug was attempted to be placed between the second and third clips however this created a greater gap therefore it was removed. The procedure was aborted with the mr remaining at 4+. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue damage could not be determined. Furthermore, the reported patient effect of tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and delay to treatment are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.